Event description:
It was reported that during the procedure the subject guidewire was positioned in the cerebral vasculature. The subject guidewire did not generate distal torque, so an attempt was made to remove it, but it got stuck in the vessel. As a result, the entire system had to be removed, and the access route was lost to prevent the guidewire from migrating. The floppy portion of the subject guidewire got detached. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure the subject guidewire was positioned in the cerebral vasculature. The subject guidewire did not generate distal torque, so an attempt was made to remove it, but it got stuck in the vessel. As a result, the entire system had to be removed, and the access route was lost to prevent the guidewire from migrating. The floppy portion of the subject guidewire got detached. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection the guidewire was seen to be broken/fractured 202cm from the proximal end. No other anomalies were noted. Functional inspection could not be performed as the guidewire was broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the guidewire inside the microcatheter rotated without issue, however, when withdrawn, it also fails to move. On retracting the access system, the guidewire was observed to have come loose along the entire floppy section. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. Further information mentioned that the guidewire did not generate distal torque, so an attempt was made to remove however, the guidewire got stuck in the vessel. No torque was issue observed. The device was returned for analysis, and it was noted that the guidewire was seen to be broken/fractured 202 cm from the proximal end. No other anomalies were noted. The functional inspection could not be performed as the guidewire was broken/fractured. The reported event ¿guidewire difficult to remove/withdraw from catheter¿ could not be duplicated, however, the analysis results are consistent with the reported event and will be assigned a probable cause of procedural factors. The reported and analyzed event: ¿guidewire broken/fractured during use¿ will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.